Manufacturer narrative:
A patient underwent a prodisc c removal from c5/6 due to a possible traumatic event. Details of the traumatic event are unknown according to the surgeon. The patient came to the emergency room over a weekend with an eye patch and neck brace. The patient was complaining of neck pain. Imaging taken during the ER visit revealed the patient's prodisc c device migrated out of the c5/6 disc space. The patient underwent removal on (B)(6) 2021. Original date of implantation is unknown. The patient was revised to acdf using unknown devices. The device was given to the patient after surgery. This malfunction and surgical intervention led to a determination an MDR is required, but no other submissions are necessary. DHR review could not be performed because part and lot numbers were not provided from the revision and could not be traced. No patient information or date of implantation was provided. Complaint history found the rate of complaints was acceptable based on the device dfmea. Risk assessment reviewed the dfmea and found that risks have been identified. No device was returned for evaluation. The investigation suggests the event is due to the suspected traumatic event based on the patient's presentation at the ER prior to removal of the device. This submission is for 1 of 1 devices involved in this event.

Event description:
On an unknown date a patient received a prodisc c implant in the c5/6 disc space. The patient came to the ER ( (B)(6) 2021) complaining of neck pain with an eye patch and neck brace. On an unknown date the surgeon suspects the patient suffered some kind of trauma resulting in the prodisc c device migrating out of the c5/6 disc space. Circumstances surrounding possible trauma are unknown. Imaging on (B)(6)/ 2021 shows the implant anterior to the vertebral column. The surgeon suggested the most likely scenario is a hyper extension of the neck which can occur in a motor vehicle accident. The surgeon indicated the patient also has uncontrolled diabetes, but this was determined to not be a contributing factor. On (B)(6) 2021 the patient underwent removal of the prodisc c device from c5/6. The patient received an acdf with unknown devices. Surgery was completed without any indication of further complications.